Manufacturer narrative:
Investigation summary: mixed product /lot- packaging - units that correspond to another code and lot no.: ((B)(4) and lot no.: 9228450) - quantity: 1000 units. Units that correspond to another code and lot number: ((B)(4) and lot number: 9228450) - quantity: 1000 units. Batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found. Photos were made available by the client for evaluation, where it was possible to observe mixed needles. However it was not possible to confirm that the defect is caused by bd curitiba. Lot 9228450 was pointed out and sent to the distribution center on 09/20/2019, and the quantity produced is in accordance with the transferred one. While batch 9228499 was appointed the following day 9/21/2019 and the amount produced and the transfer are also in accordance. Label/product insert missing-packaging - units without lot no. And mfg date. - quantity: 04 units. It was performed the DHR, maintenance records and quality notifications were verified and no deviation was found for this batch. The photos made available by customer for evaluation were evaluated where it was possible to observe the absence of batch numbering in the blister. The potential cause for the occurrence was a failure of the batch printer on the packaging machine. Needles, the failure can be considered punctual. The production processes are validated in accordance with defined acceptance criteria. Production line operators will be notified of the occurrence. The incident identified from this complaint will be monitored for trend assessment. Mixed/product lot- hub - units with gray hub - quantity: 01 unit it was performed the DHR, maintenance records, quality was carried out and no deviation was found for this batch. The photo made available by the client for evaluation made it possible to carry out an investigation and determine the probable root cause for the incident, the mixing, occurred in the packaging stage. In this way it was possible to confirm the complaint. The production line operators will receive training on how to clean the line; the incident identified from this complaint will be monitored for trend assessment. Label product insert missing/packaging - units in which the lot number is not clearly displayed. No. 4 (9228499) is seen as 1 (9228199). - quantity: 80 units. The analysis of the product history was carried out in relation to the failure mode, checking the notifications of the quality and maintenance in the packaging machine and no quality deviation was found related to the product and failure mode. We received the photo sent by the client for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the probable root cause. The root cause for this failure mode was due to a printing failure. The defect was not detected by the associate, as it may have occurred during the change of film that participates in the packaging process. Production line operators will receive training in line cleaning; the incident identified from this complaint will be monitored for trend assessment. (B)(4).

Event description:
It was reported that 1000 needle precisionglide 23x1in had a mix of product types in the pack. Additionally there was missing label information. The following information was provided by the initial reporter: "regarding the import of the product precisionglide 23g x 1 (needle precisionglide 23x1in) lot: 9228499 (B)(4), it is reported that it was detected some issues with observed units, as follows: row # 1 - units that correspond to another code and lot no.: ((B)(4) and lot no.: 9228450) - quantity: 1000 units. Row # 2 - units without lot no. And mfg date. - quantity: 04 units. Row # 3 - units with gray hub - quantity: 01 unit. Row # 4 - units in which the lot number is not clearly displayed. No. 4 (9228499) is seen as 1 (9228199). - quantity: 80 units. Total quantity imported: 150 000 units."